Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 0.9, lab: 0.9. Meter and lab tests were done within one hour. Patient was hospitalized until yesterday ((B)(6) 2011) and was being treated with (B)(6) until then.